Manufacturer narrative:
The main component of the system. Other relevant devices are: enlw1616c120ee , s/n: (B)(4); use by date: 25-jun-2014; upn # (B)(4). Enlw1616c80ee , s/n: (B)(4); use by date: 05-apr-2014; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow up CT performed approximately 1 week post index procedure, a type ii endoleak was observed. However it was reported that a follow up CT exam performed approximately 7 months post index procedure showed no evidence of any adverse events and the type ii endoleak appeared to have resolved. It was reported that during follow-up performed approximately 4.5 years post index procedure, the patient had stent graft infection and an abscess was noted. The patient underwent surgical repair of a peri-prosthetic abscess with epiploplasty and sigmoid colectomy, with terminal left colostomy (hartmann's procedure) on the same date. It was reported that the event was not related to the study device or to the implant procedure. It was reported that as per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.